Event description:
It was reported that the patient had 'injuries resulting from the defective defibrillator and/or battery'. It is not known if the device was explanted. No further patient complications have been reported as a result of this event. Additional information was received reporting that the patient received inappropriate shocks as a result of the lead. It is not known if the lead was replaced. Additional information was received in a lawsuit which alleged that the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages'.

Manufacturer narrative:
It was reported that the patient had 'injuries resulting from the defective defibrillator and/or battery'. It is not known if the device was explanted. No further patient complications have been reported as a result of this event. Additional information was received reporting that the patient received inappropriate shocks as a result of the lead. It is not known if the lead was replaced. Additional information was received in a lawsuit which alleged that the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages'. No conclusion can be drawn defective device.